Event description:
The manufacturer received information alleging screen turns black and turns off. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned. Additionally, failures observed were the screws are rusted, plate with cosmetic details, ui with scratches, blower box with contamination, bottom damaged. The unit loses communication and throws rasp error. Customer complaint not reproduced, and the device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.